Manufacturer narrative:
DHR review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Event summary: it is reported that one of the pins of the liner inserter's top (alpha top 32 hooded pe durasul metasul, ref 01.00019.110, lot 12.743435 ) broke without notice. The pin remained in the liner and was noticed when a post-op x-ray was taken the day after surgery. It is further stated that no revision is planned, so the broken part will not be removed. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Visual examination: one of the three pins is broken and missing. It broke inside the hole of the pin. A small part of the pin remains inside the pin hole. The other two pins are not deformed. Further, beside some normal signs of usage, no significant deteriorations or imperfections can be detected. Measurements: no measurements can be conducted as the device is damaged/ broken and relevant parts are missing. Further the DHR indicates that all components met all specifications. No functional tests can be conducted as the part is damaged (pin is missing). Surgical technique: the surgical technique describes in detail how to fit the cup insert: ¿the supplied insert is attached to the setting instrument, introduced into the cleaned shell, and is carefully centered. The polyethylene peg must be centred in the hole of the polar screw. To do this, use the setting instrument to position the insert at the entrance plane of the shell. In this position, the insert is turned clockwise using the setting instrument. If it can easily be turned concentrically, it is only tapped lightly with a hammer. If it can no longer be rotated with low torque, it sits concentrically and can be tapped in definitively. If the insert can still be turned with low torque after tapping it lightly, this indicates nonconcentric positioning or soft tissue between insert and cup. After removing the soft tissue remnants and correctly positioning the insert, repeat the process until the insert cannot be turned after tapping it lightly. Only then it can be tapped in completely." Assessment of toxicity levels for the exposure to approx. 148.911mg of 1.4301 for the lifetime of the implant: conclusion of this assessment: the exposure to 148.911mg of 1.4301 from tip of one of the guiding bolts for the lifetime of the implant does not pose an increased risk to the patient. It remains unclear why the pin broke, loosened and remained stuck in the inlay. Most likely a significant torque/bending force applied on the pin might have caused the reported breakage. However, as based on the surgical technique no significant torque force is necessary to insert the inlay, it remains unclear at which point of the surgery these forces occured. Further the torque forces applied with the inserter's top are normally transmitted trough all three connection pins. However, the fact that the other two connection pins of the inlay are not bend/ deformed indicates that the force did only act on the broken pin. Considering the risk to the patient our microbiologist assessed the case with following conclusion: the exposure to 148.911mg of 1.4301 from tip of one of the guiding bolts for the lifetime of the implant does not pose an increased risk to the patient. Based on the returned product and the given information the complaint could be confirmed, however an exact root cause could not be determined. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Additional information received on november 15, 2016: the manufacturer received the device, investigation is ongoing. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is cmp-(B)(4). Under investigation.

Event description:
It has now been reported that a revision surgery is not planned to remove the pin that remained in the liner.

Manufacturer narrative:
Where lot number was received for the device, the device history record were reviewed and found to be conforming. The manufacturer did not receive x-rays, or other source documents for review, neither the device has yet been received for investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmers reference number of this file is (B)(4).

Event description:
It was reported hat during the surgery, one of the pins on the durasul, alpha top, pe, hooded, 32 broke without notice. The pin remained in the liner and was noticed when a post-op x-ray was taken the day after surgery.